Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after pausing and removing the ilet shortly after starting therapy, with a documented blood glucose of 265 mg/dl and out-of-range duration of approximately 2.5 hours; no device alerts occurred and no corrections were administered during the event. Symptoms included no reported clinical manifestations. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included review of device data and user report, with troubleshooting and education provided regarding meal announcements, system learning period, and expectation setting for postprandial control. Investigation of this case revealed no device malfunction, no alarms, and user-related factors such as closely spaced meal announcements and early therapy adaptation likely contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.